Event description:
Lipids reflux into medication line. At that moment leakage at the filter body was found. One device leaked after two days and one device leaked after 10 minutes. No patient sequelae were reported.